Event description:
It was reported that the patient had a granuloma, so the catheter was revised. The distal tip was removed and 38cm was added to the existing catheter. The pump device was used to deliver saline. It was later reported that the pump was filled with saline in the health care provider (hcp)¿s office previous to the revision. The reporter was unaware of troubleshooting or how the patient was doing following the revision.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-1, lot# n227380, implanted: (B)(6) 2009, product type accessory. (B)(4).